Event description:
It was reported that while checking the charge of the implantable neurostimulator (ins), it was found that therapy was turned off. The possible contributing factors were unknown. The patient confirmed the therapy had not been intentionally turned off. The therapy app was opened and therapy was successfully turned back on. The issue was resolved at the time of this report. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.